Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump had exposed to moisture. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Retainer ring = clear. Customer filed a complaint on (B)(6) 2021 about fluid in pump. Insulin pump passed the displacement test and active current test. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Successfully downloaded history files and traces using thus. No pump error 25, replace battery alert, or replace battery now alarm noted during testing or in the pump trace download, however, a low battery alert [(B)(6) 2021 9:45] and a battery removed alarm [(B)(6) 2021 11:02] was found in the traces. Battery power loss occurred during battery change due to moisture damage on the electronic assembly (pcba 1). Pump failed the self test due to partial display caused by moisture damage on electronic assembly (pcba 1). Pump error 75 alarmed during self test due to moisture damage on the j6 connector. Pump failed the sleep current test due to moisture damage on the j6 connector. Moisture damage was also found on the motor during visual inspection. P-cap locks properly in place in the reservoir compartment noted. The following were noted during visual inspection: cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, fading serial number label, cracked retainer, pillowing keypad overlay, cracked keypad overlay, minor scratches on screen. Insulin pump exposed to moisture confirmed. Pump error 75 alarm confirmed due to moisture damage. Partial display confirmed due to moisture damage. Unexpected battery power loss due to moisture damage. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.